Event description:
Product complaint was that the AED stopped during use and would not turn on later. Device received in 2004. Root cause investigation included a system final test of the AED. The AED short circuited the high voltage circuitry during the second shock delivery in the system final test. Determination of the root cause for the short circuit is ongoing. No pt involvement.